Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that one month following an intraocular lens (iol) implant procedure, a patient developed inflammation. The patient was given steroid eye drops along with oral corticosteroid. Additional information has been requested.